Event description:
On (B)(6) 2014, dr. (B)(6) injected the patient into the body of the lip. Dr. (B)(6) stated that he divided the lip in half and went in from the corners toward the ctr. He injected as the needle was withdrawn. The lump on the left side has gone away. There is a lump on the right side. Dr. (B)(6) states that a tad too much was injected a tad too superficially. He states that about 0.1cc less would have been better. The monday after injection dr. (B)(6) told the patient there was too much and it needed to be aspirated. The patient wanted someone else to do it. Dr. (B)(6) recommended a board certified plastic surgeon. The patient had an appointment for 4pm. The patient texted dr. (B)(6) and stated that she wanted a second opinion and went to a doctor in (B)(6) who told the patient not to aspirate. The patient went on vacation and came back. Dr. (B)(6) examined the patient on saturday. The right side of the lip was injected too superficially. Dr. (B)(6) aspirated and nothing came out (waited too long per dr. (B)(6) opinion). There is a nodule at the exit point of the needle.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, dr. (B)(6) spoke to a merz physician assistant (pa). He told the pa that he injected too much into the lip, placing it superficial to the muscle. He states there is a 5-6mm nodule at the exit point on the left side of the lip near the oral commissure. The patient was injected on 12-18 and was seen by a plastic surgeon, dr. (B)(6), just this past saturday, 1-3-15 who tried to aspirate without success as he stated it was too late. On (B)(6) 2015, dr. (B)(6) was contacted. He was asked if he had further info regarding this case. He stated no. He was asked if he had any further contact from the patient. He stated no.